Manufacturer narrative:
Both devices were tested in accordance to standard final test and inspection requirements and found within specs. A copy of the final test reports are attached. It does not appear that the device contributed to the reported event.